Event description:
Reporter alleged blood glucose measured 266 mg/dl compared to the hospital result of 124 mg/dl when testing was performed at the same time. It was stated another comparison was performed where the customers' meter read 260 mg/dl compared to the hospital measurement of 120 mg/dl when testing was performed at the same time. Reporter stated customer was in the hospital for a condition not related to diabetes when testing was performed. Customer reportedly had called the doctor a week prior to her hospitalization due to having higher meter readings and he recommended she increase her oral diabetes medication dosage. Reporter indicated not being aware if glucose was treated at the hospital, however was treated for an alleged gastric outlet obstruction. A request was made for the return of the suspect product and replacement product was sent.